Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing dizziness, nausea, pain and migraines with or without device use. Device testing was within normal limits. The recipient's magnet strength was reviewed. The recipient was prescribed ajovy and ubrelvy to treat the migraines, gabapentin for pain and zofran for nausea.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments have been made. A CT scan revealed proper device placement. Imaging also revealed dental pathology that could be contributing to the recipient's symptoms. The recipient's symptoms are not believed to be device related. The recipient continues to the use the device and will be monitored by the facility. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.